Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ legal claim alleges the patient was revised. Doi: unk - dor: (B)(6) 2010 update (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob, doi, side, and part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.